Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. The full name of the event site noted (B)(6).

Event description:
The customer reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) displayed gas loss alarm. However, there was no indication of a leak and connections were secured. The customer attempted autofill and the unit started with the same issue. When the company representative called the customer back they already replaced the cardiosave with a cs300 to continue therapy with no further issue. No patient injury or adverse event was reported.